Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.

Event description:
A report was received that the patient is experiencing pain and swelling at the ipg site. The patient was given steroids and antibiotics for treatment of the pain and swelling. The patient was admitted to the hospital in 2009 for examination of the patient's pocket site. A culture was taken and staph infection was present. The patient's precision system was explanted due to staph infection and the patient is reportedly doing well.